Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to low blood glucose with blood glucose level of 20 mg/dl. The customer¿s current blood glucose was 287 mg/dl. The emergency medical service was dispatched as a result of high blood glucose. Customer stated the drive support cap was normal. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The customer also experienced high blood glucose of 287 mg/dl. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis. The customer stetd that they got lost sensor alert on insulin pump.the insulin pump will not be returned for analysis.